Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the patient had an MRI without reprogramming the device. Device restoration was performed. There were no patient consequences.